Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of cervical radiculopathy. It was reported that the patient¿s ins was not holding a charge and was gradually having to recharge more frequently. No symptoms or complications were reported.